Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding this report, but with no success. A review of the instrument history showed that this device was originally sold to the user facility on (B)(6) 2010 and the device has not been returned to olympus for service since then. The exact cause of the user's experience could not be determined. This report is being submitted as a medical device report in an abundance of caution.

Event description:
Olympus received a medwatch, which stated "video signal loss on monitor during esu (electrosurgical unit) operation. Video cable shield separated from bnc (bi-network co-ax cable) connector cable replaced functional test passed returned to service."